Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two years of longevity six months ago but recently showed less than three months remaining at the regular follow-up. Disk analysis revealed that device is exhibiting premature depletion. It was confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. Moreover, device replacement was recommended and to return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected explant date, provided reason for explant. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two years of longevity six months ago but recently showed less than three months remaining at the regular follow-up. Disk analysis revealed that device is exhibiting premature depletion. It was confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. Moreover, device replacement was recommended and to return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information was received, and ICD replacement has occurred, the pocket exhibited calcification. High right ventricular (rv) lead shock impedance measurements were noted. Technical services (ts) was consulted and recommended further system testing. A r-wave synchronous shock was performed before replacement procedure. No additional adverse patient effects were reported. It is expected to receive this device for analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two years of longevity six months ago but recently showed less than three months remaining at the regular follow-up. Disk analysis revealed that device is exhibiting premature depletion. It was confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. Moreover, device replacement was recommended and to return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information was received, and ICD replacement has occurred, the pocket exhibited calcification. High right ventricular (rv) lead shock impedance measurements were noted. Technical services (ts) was consulted and recommended further system testing. A r-wave synchronous shock was performed before replacement procedure. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected explant date, provided reason for explant. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two years of longevity six months ago but recently showed less than three months remaining at the regular follow-up. Disk analysis revealed that device is exhibiting premature depletion. It was confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. Moreover, device replacement was recommended and to return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information was received, and ICD replacement has occurred, the pocket exhibited calcification. High right ventricular (rv) lead shock impedance measurements were noted. Technical services (ts) was consulted and recommended further system testing. A r-wave synchronous shock was performed before replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected explant date, provided reason for explant.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed two years of longevity six months ago but recently showed less than three months remaining at the regular follow-up. Disk analysis revealed that device is exhibiting premature depletion. It was confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. Moreover, device replacement was recommended and to return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information was received, and ICD replacement has occurred. High right ventricular (rv) lead shock impedance measurements were noted. Technical services (ts) was consulted and recommended further system testing. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.